Event description:
One broke and a piece was left in the pt; the other one bent.

Manufacturer narrative:
Examination was not possible, as the instruments were not returned. The lot codes required to determine the mfg age were not provided. Previous investigations for bending or fracture within the 2274 product family, including metallurgical evals by a depuy material scientist have not identified mfg or material error. It has been determined that inadvertent user error/technique is the likely cause for failure. The investigation could not; however, draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.